Event description:
Caller states that the endotrol endotracheal tube was inserted into the pt inmediately prior to surgical procedure. Pt states that, when the anesthesiologist "began to administer oxygen", he noticed that the pt was gurgling and did not get the oxygen. Caller states that the anesthesiologist immediately extubated the pt and reintubated using a second tube. Upon inspection of the first tube, a slit was found to penetrate the lumen of the tube at the position of the "oral/nasal" label of the tube.